Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day after the implant, the lead was checked and showed high thresholds, low impedance, and lower sensing. The lead was repositioned. The physician concluded that the issues were due to a micro-dislodgement. The lead remains in use. No patient complications have been reported as a result of this event.